Manufacturer narrative:
Clinical review: a clinical investigation was performed which identified that there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient abdominal pain and cloudy effluent with subsequent diagnosis of peritonitis. However, there is no documentation to show a causal relationship between the event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or cycler set leak reported for this event. Based on the available information a cause of the peritonitis cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient contact reported the patient was hospitalized. Patient contact also reported that the patient experienced abdominal pain and noise on the cycler. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (signs and included abdominal pain and cloudy effluent). The hospitalization dates were (B)(6) 2018. The cause of the patient¿s peritonitis was unknown and has not had any reported fluid leaks. The patient¿s culture results were negative for peritonitis. The patient was prescribed and treated with vancomycin and cipro, unknown course of antibiotics. The patient being monitored as the patient showed signs of improvement and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The sound emitted by the cycler during the test was normal. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The ¿go/ no go gauge¿ check passed. Load cell verification testing was performed with no issues noted. The accelerated stress test (ast) failed. The test identified grinding of pump motor a. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.